Event description:
Patient in for elective left breast implant exchange and capsulotomy. Left breast implant sent to pathology. Pathology report: breast, left, capsulotomy: received fresh is an intact breast implant measuring 12.0 x 11.2 x 3.5 cm. The manufacturer is mentor with a serial number of and the size of 240 cc. The surface is smooth. The contents appear clear. Several bubble-like structures are identified measuring from 1.5 cm up to 2.2 cm in greatest dimension.